Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the field representative that the other lead measurements are normal and there have been no further issues with noise and oversensing. The plan is to continue to monitor and the system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead's pacing impedances were stable at approximately 500 ohms. Over the last couple years, however, it gradually started to increase, and a few nonsustained ventricular tachycardia detections due to noise with oversensing on the lead were noted. The patient was in sinus rhythm or atrial fibrillation, and there were no pauses. More recently, the patient's remote home monitoring system transmitted that rv pacing impedances greater than 2000 ohms had been detected by the system. Additional information has been requested from the field representative, but all available information suggests that the system remains in service. No adverse patient effects were reported.